Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A nurse reported via phone call that the customer jumped in water with the insulin pump and the device restarted and had an alarm in regards to internal clock comparison error and that the screen was locked followed by a restart countdown and beeping. The reporter was assisted with troubleshooting for pump exposed to fluid. The customer's blood glucose level was 162 mg/dl at the time of the incident. The reporter stated that the fluid was pool water. There was a constant tone occurring. There was no indication of the issues being resolved during the call. The reporter was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. No ramping numbers noted on the display. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was tested with no audio/vibrate anomaly, alarm and frozen screen noted. Pump received with moisture damage on electronics and motor assembly, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.